Event description:
It was reported that unspecified bd¿ tubing extension set will not stay connected to IV. This was discovered during use. The following information was provided by the initial reporter: material no: unknown; batch no: unknown (reported 81120). It was reported via medwatch report that the extension set would not stay connected to IV start.

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing extension set will not stay connected to IV. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown (reported 81120). It was reported via medwatch report that the extension set would not stay connected to IV start.